Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one 52-year-old male patient. The following data was provided (<6 ng/l is negative, >16 ng/l is positive): sid (B)(4) processed on (B)(6) 2026 initial result = 35.9 ng/l repeat result = 5.1 and 5.1 ng/l there was no reported impact to patient management.